Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that a capio cl suture capturing device was used with a capio suture (type and size unknown) during a sling fixation procedure. This is the same case and patient as MFR reports # 3005099803-2011-01906 and # 3005099803-2011-01907. This report pertains to the first of three devices. According to the complainant, the needle of the suture detached inside the patient. The detachment occurred right at the needle. The physician attempted to locate the needle but was unsuccessful and the needle was not removed from the patient. No other damage was noted to the capio device. It was reported that the patient's ligaments were tougher than normal. The physician completed the procedure with another capio cl device without any other complications. The patient's condition at the conclusion of the procedure and the patient's current condition were reported to be "fine."